Manufacturer narrative:
According to the field, the pacemaker will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to risk of infection. No additional adverse patient effects were reported.